Event description:
In 2006, a pt presenting with colorectal cancer with metastases to the liver rec'd therashpere treatment to the liver. The irb approved treatment protocol is limited to treatment with hepatocellular carcinoma. The situation arose due to a clerical error in identifying the tumor type, which was not detected until the therasphere adminstration had already begun. After discussion with dr it was determined that this event should be documented via the medwatch system. Any future therasphere administrations for this pt will occur under the compassionate use program.